Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated the cgm values had been 75 ¿ 100 mg/dl points higher than his bg values. On (B)(6) 2022, the patient was driving his car, was asymptomatic, when he suddenly lost consciousness and hit a railroad crossing sign at 50 ¿ 60 mph, deploying his air bags and locking his seatbelt against his sternum. It was not confirmed who called emergency medical services, what the patient¿s bg was at the time of the car accident and what medications were administered to the patient. He regained consciousness in the hospital where he was admitted for two days. He was evaluated and no fractures were identified; however, his suffered sternal pain which was treated with percocet. Manual bg testing was performed every 2 hours during his hospitalization. At the time of the report on (B)(6) 2022, the patient reported his cgm value was 218 mg/dl, but his bg was 112 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.